Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Physician requested for pt self tester to hold off on coumadin for 2 days on (B)(6) 2011. Pt resumed 5mg dose on (B)(6) 2011. Coumadin dose regimen: 10mg on sunday, monday, wednesday and friday; 5mg on tuesday, thursday and saturday.